Event description:
It was reported that the patient presented for scheduled generator replacement. During the procedure the atrial set screw was noted to be stripped. The physician attempted to loosen the set screw with multiple wrenches. The physician decided to break apart the device header to free the lead. The set screw block was then removed from the lead using silicon oil. A new generator was implanted. The patient was in a stable condition throughout the procedure.

Manufacturer narrative:
The device was returned due to header anomaly. The device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The header was severely damage prior received for analysis. The damages found were sustained during the surgical procedure.